Event description:
Photopheresis procedure start time was at 0738, no alarms during the priming of the machine or purging air phase. At the start of the collect phase, the cellex machine alarmed for "return pressure exceeds preset limit" at 0808. Collect draw had just been increased to 15 from 10 when alarm went off. The machine was paused, patient's lines clamped. It was noted at the time that the return pod was leaking blood. Patient was disconnected from the machine and blood was not returned to the patient per manufacturer recommendation and due to the blood leak.